Event description:
It was reported that this patient had received an inappropriate shock due to oversensing of supraventricular tachycardia. No programming changes were performed on the device at this time.. The patient was hospitalized due to this inappropriate shock. No additional adverse events were reported.